Event description:
The customer reported that the 840 ventilator had a loss of communication between the breath delivery (bd) and graphic user interface (gui). Malfunction did not occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer replaced the breath delivery (bd) to graphic user interface (gui) cable. Customer then ran device for a week with no problems. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).